Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had no audible alarms. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Evaluation codes method, result and conclusion. Device evaluation summary: the field service engineer evaluated the ventilator and replaced the speaker inside the graphical user interface (gui) head. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The replaced component was returned to medtronic for failure investigation. No visible distortion or damage was observed that may h ave affected the function of the speaker. The speaker was attached to a test ventilator for analysis. The ventilator was powered up in service mode. Calibration was performed and passed. Extended self test was initiated with all tests passing until the gui audio test. During the gui audio test, the audible alarms were not visible. A single test was repeated three times with all tests failing. The cable connections were inspected and appeared intact. With continuity but no sound, the resistance was measured. Using a multimeter, the resistance test showed the voice coils were open. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.